Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Retain testing was performed on the involved lots and customer complaint was not confirmed. Root cause was undetermined.

Event description:
Customer reported two (2) false negative tests using cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4)/lot 19760l, cartridge sn (B)(4)/lot 21144i, reader sn (B)(4)) on (B)(6) 2022. Customer took a test at cvs the same day and received a positive result. Customer didn't specify if the cvs test was pcr or antigen. Customer had cold-like symptoms and was vaccinated.

Manufacturer narrative:
Correction to h10: lot 21144i: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Lot 19760l: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.